Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis and pelvic pain. Concurrent conditions included body mass index normal. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), dysmenorrhoea ("extreme, debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), weight decreased ("weight loss"), back pain ("back pain/ lower back pain") and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral salpingectomy with removal of the esssure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, dyspareunia, anxiety, depression, fatigue, migraine, headache, nausea, vaginal discharge, weight increased, weight decreased and back pain had resolved and the endometriosis outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: subsequent to the implantation of the essure device, patient began to experience extreme, debilitating menstrual pain, heavy menstrual bleeding, abdominal pain, and dyspareunia, among other symptoms. These symptoms continued and caused patient to be anxious and depressed. Over the next several months, patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, heavy menstrual bleeding, abdominal pain, and dyspareunia, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement most recent follow-up information incorporated above includes: on 12-mar-2018: pfs and medical record received:the event fatigue, migraines, headaches, nausea, vaginal discharge, weight gain, weight loss added,concurrent condition added,events outcome added,reporters added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (bilateral salpingectomy with removal of the esssure devices). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. The reporter commented: subsequent to the implantation of the essure device, patient began to experience extreme, debilitating menstrual pain, heavy menstrual bleeding, abdominal pain, and dyspareunia, among other symptoms. These symptoms continued and caused patient to be anxious and depressed. Over the next several months, patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, heavy menstrual bleeding, abdominal pain, and dyspareunia, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.